Event description:
The customer reported that an 840 ventilator shut down during pt use. The pt was not harmed or injured as a result of the event. Eval is yet to be completed.

Manufacturer narrative:
(B)(4).